Event description:
It was reported that the patient suffered from a spontaneous and severe intracranial bleed (icb) and passed away. There were no issues with the anticoagulation therapy and no issues with the left ventricular assist device (lvad) were mentioned. The device worked as expected and the outcome was not device or therapy related. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.